Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. DHR shows that the product was assembled and inspected according to our specifications. To perform a proper and thorough investigation to confirm the alleged defect, and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. Customer complaint cannot be confirmed based only on the information provided. The root cause is unknown. Corrective actions cannot be established. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges "the nebulizer does not steam. The personal is very familiar with this product and procedure. It's a new, clean nebulizer that would have been used for the very first time, out of the packet".

Event description:
Customer complaint alleges "the nebulizer does not steam. The personal is very familiar with this product and procedure. It's a new, clean nebulizer that would have been used for the very first time, out of the packet".

Manufacturer narrative:
Qn#: (B)(4). The customer returned one (1) unit of catalog number 41894 nebulizer w/ped mask and tbg, small volume for analysis. During the visual inspection , it was revealed that the tubing was a whitish color and that there was reside inside of the tubing and mask. The remaining components were visually inspected and no defects or anomalies were observed. Visual inspection of the returned sample could not confirm the defect; therefore, a functional inspection was performed. 5cc of water was added to the returned nebulizer unit and the returned tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. Functional inspection indicated that mist was produced from the chamber of the nebulizer. The reported complaint that the nebulizer does not steam could not be confirmed through functional inspection of the returned sample. Functional testing indicated that mist was produced from the chamber of the nebulizer. No functional issues were found with the returned sample.